Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the device manufacture date as it was inadvertently incorrect on the last report. No additional information is available. If additional information becomes available the report will be updated at that time. Phone (B)(6). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 33 percent to 15 percent remaining in four and a half months. Technical services (ts) review of the data was requested as there was concern over premature battery depletion. Ts noted it appeared the battery usage has increased and suggested the device be explanted. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient noted a red light on their remote home monitoring system. Patient services referred the patient to their clinic. The clinic observed that a code displayed indicating premature battery depletion. Ts review of the data was again requested. Ts discussed current appropriate approximate change out time frames to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was returned for analysis, thus indicating it was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 33 percent to 15 percent remaining in four and a half months. Technical services (ts) review of the data was requested as there was concern over premature battery depletion. Ts noted it appeared the battery usage has increased and suggested the device be explanted. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the device manufacture date as it was inadvertently incorrect on the last report.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 33 percent to 15 percent remaining in four and a half months. Technical services (ts) review of the data was requested as there was concern over premature battery depletion. Ts noted it appeared the battery usage has increased and suggested the device be explanted. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 33 percent to 15 percent remaining in four and a half months. Technical services (ts) review of the data was requested as there was concern over premature battery depletion. Ts noted it appeared the battery usage has increased and suggested the device be explanted. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient noted a red light on their remote home monitoring system. Patient services referred the patient to their clinic. The clinic observed that a code displayed indicating premature battery depletion. Ts review of the data was again requested. Ts discussed current appropriate approximate change out time frames to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct the device manufacture date as it was inadvertently incorrect on the last report. No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) estimated battery longevity decreased from 33 percent to 15 percent remaining in four and a half months. Technical services (ts) review of the data was requested as there was concern over premature battery depletion. Ts noted it appeared the battery usage has increased and suggested the device be explanted. Ts discussed appropriate approximate change out time frame, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the patient noted a red light on their remote home monitoring system. Patient services referred the patient to their clinic. The clinic observed that a code displayed indicating premature battery depletion. Ts review of the data was again requested. Ts discussed current appropriate approximate change out time frames to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Product investigation complete. Mfg date: 9/19/2017.